Manufacturer narrative:
It was learned that the user facility isolated the problem to the main lamp and the use life was described as "way past 500 hours and the spare lamp was on." Based on the available information, the likely cause can be attributed to failure to follow instructions. As stated in the instructions for use: "check the lamp usage indicator. When the ¿500 h¿ indicator on the lamp usage indicator lights up, replace the examination lamp with a new one as described."

Event description:
Olympus was informed of a report of an "e103" error message when using the olympus, clv-190 and a white balance issue. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it is likely the lamp failed to light because the lamp approached the end of its service life. Per the legal manufacturer, the white balance issue included in the initial MDR has no potential to cause or contribute to death or serious injury if the malfunction was to recur.